Event description:
It was reported by the customer via medwatch "rn attempted to place ultrasound guided IV on a known difficult patient stick. Rn inserted the needle and went too deep and through the vein. Rn backed the needle up and tried to insert guidewire and hit resistance and fully backed guidewire out pulling back a small amount more and still hit resistance and backed guidewire out again. Backed the needle up slightly more, the needle visualized more in the middle of vein and guidewire went in smoothly and inserted the catheter without difficulty. When the retraction button was pushed to retract needle and guidewire the needle had stopped and hit resistance. Gauze immediately grabbed and catheter and needle pulled out together and gauze placed over site. When checking the guidewire it looked like it was compromised because the curl that is usually on top upon removal was not there. Charge rn notified and asked to review the guidewire. Used needle looked slightly shorter than a new needle."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3863 showed no other similar product complaint(s) from this lot number.